Event description:
It was reported to manufacturer, by facility, (B)(6), per facility, they were attempting a transfer with resident, the lifter boom was in the high position and resident was over their bed. When the boom got hung up and would not lower - lifter tipped and resident fell back into their bed. Medical exam done at facility, no apparent injury per facility they were fortunate that resident was over the bed and not in transit because, it could have been much worse. Lifter taken out of service. Facility is requesting someone from joerns come and inspect the lift before it is put back into service. Facility stated they could not re-create the incident. Manufacturer sent service [emsar] into facility for inspection of lift in question, per service, they completed checklist for lift and lift passed all checkpoints. Service also could not re-create this alleged incident. It was noted; however, that someone from the facility has been using emergency buttons regularly because of ink marks around up/down holes from a pen. Service informed customer that this is not for regular use and that improper use of these emergency buttons may lead to lift malfunction.